Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Reportedly a suture in the pocket wound had broken open allowing bacteria to enter the wound causing the infection. The patient also experienced a fever and was put on antibiotics. There were no additional adverse effects reported. The pacemaker was explanted.